Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that after their shower, their skin was red and bumpy at the insertion site. Patient had been having reactions for about the last month or so, some resulting in scarring and the skin being burned. Patient tried using a clear wound sticker as a barrier but stated that they felt burning and would likely be removing the sensor. On (B)(6) 2016, the patient consulted with their physician and it was recommended that they apply 1% hydrocortisone cream. Patient was also advised that they could try a barrier under the dexcom and over the skin. At the time of contact, the patient was doing better. Additional event or patient information is not available. No product or data is available for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.